Event description:
The customer contact reported the device did not alarm when the tubing was clamped distal to the device. On (B)(6) 2013 at 1400, an unspecified channel of the device was programmed to deliver an unspecified concentration of lipids, at a rate of 1.7 ml/hr, with a vtbi (volume to be infused) of 6.8 ml, and the delivery was started. On (B)(6) 2013 at 0330, the customer contact reported the device alarmed for an unspecified "motor malfunction." At that time, the nurse noted that "cair" on the tubing set was in the closed position. The nurse reported the tubing set was bulging and fluid was backing up into the cassette. The device was removed from clinical service and the tubing set was discarded. The customer contact reported the patient's glucose and hydration status were monitored for an unspecified length of time. No specific details were provided. There were no reported adverse patient effects. No medical interventions were reported. Though requested, no additional information was provided, including if the delivery was completed using a replacement device.

Manufacturer narrative:
The device was received. Investigation is not complete. The device history was downloaded at the service center. The dates and programming present in the device history did not correlate with the customer's reported settings and event information. This report represents all the information known by the reporter upon query by hospira personnel.